Event description:
The customer reported that the fiber broke at the control knob at 59,647 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
Upon analysis of the returned fiber, the fiber was found to be broken proximal to the cap. The fiber cap showed evidence of detritus and devitrification ot the glass output window. Based on the analysis findings, fiber breaking during use, could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be excessive and/or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles. (B)(4) - stress problem.